Manufacturer narrative:
This MDR is related to ge healthcare complaint. Error code displayed. The ge service rep replaced the monoblock, and adjusted the collimator as needed. The system operates as intended.

Event description:
The customer reported that an error code displayed on the system.